Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. No display ramping on its own anomaly noted. The device had minor scratches on lcd window. The device had broken belt clip slot and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and she was unable to fix it. Customer's blood glucose was 111 mg/dl. Customer was on vacation and its hot outside. She attempted to bolus and the numbers kept scrolling up. She removed the battery, reinserted, and the device alarmed button error. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.